Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured inside the patient. The physician was able to remove the catheter from the patients body in its fractured state. The procedure was completed with another of the same device. The patient was stable following the procedure, and no complications were reported.

Manufacturer narrative:
Investigation results: media review: media provided by the customer showed sheath detachment which confirms the as reported sheath detachment of device or device component. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured inside the patient. The physician was able to remove the catheter from the patients body in its fractured state. The procedure was completed with another of the same device. The patient was stable following the procedure, and no complications were reported.